Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient doesn't know how to use the equipment. Patient want to increase the stimulation because they haven't got relief of bladder symptoms since the implant. Slept all day yesterday. Got out of bed this morning and didn't make it to the bathroom. Reviewed connecting of handset and communicator to stimulator. Patient was on program 2 at 1.2. On the call she increased the stimulation to 3.1. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. The patient said they have two incisions. One where they took the old stimulator out and one where they placed the new stimulator. Both sides hurt and it looks like there is blood on both sides. Patient mentioned they had the stimulator because they were in a car accident and it affected her bladder. Additional information was received on (B)(6) 2022 indicating that the  patient had called about her current replacement that she got on monday. In talking patient said they got a replacement because she had fallen down the stairs and broke the system. They think the system broke about a year ago on (B)(6) 2020 after their son's wedding. Documented reported event. No further action was taken by patient services. No further complications were reported at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2022, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.